Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that particles and pieces of the impactor were coming off the impactor after impaction. The particles were removed from the surgical site and another impactor was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Visual examination of the returned product showed signs of repeated use with multiple nicks and gouges, however, no fracture was identified. The device history records were reviewed and no discrepancies were identified. As the device had a potential field age of more than seven (7) years with an unknown number of surgeries and cleaning cycles, the root cause of the reported issue is attributed to wear and tear. As the returned device was not fractured and the malfunction for wear has not been previously reported to result in injury to a patient/user, zimmer biomet does not consider this event to be reportable at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.